Event description:
Components that were replaced during service were returned to the manufacturer's product investigation laboratory for further investigation. During the evaluation of the device's oxygen blending module board at the manufacturer's product investigation laboratory, flow tests failed due to faulty sensors u28 and u29 due to contamination. The components were scrapped.